Event description:
The customer states that the tubing is bent / kinked close at the distal point of the tube.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A photograph was provided. According to the photograph, the tube was observed to be kinked however the product is not in its original packaging. Since the physical sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the root cause analysis. However, the most probable root cause is due to improper usage. According to the instructions for use (IFU) included in the packaging, the reported failure mode could occur during insertion. The IFU states to ¿estimate insertion depth, use the tube to measure the distance from the tip of the patient¿s nose to the earlobe and from the earlobe to the xiphod process for gastric placement¿. This measurement determines the tube length therefore if the tube was inserted more than specified in the IFU, a possible coiling or kink around the stomach could occur. Due to the extreme caution, this device should only be inserted by a trained clinician. At this time, the manufacturing process is running according to product specifications and meeting quality acceptance criteria therefore corrective action is not applicable at this time. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.